Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Through follow-up we learned that the explant was performed on (B)(6) 2019 by dr. (B)(6). No further details could be provided. If explanted; give date: (B)(6) 2019. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: iol remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after perfect folding of the lens it was introduced into the eye with both haptics attached. During rotation of the intraocular lens (iol), the trailing haptic broke off. As this was already a complicated surgery the doctor decided to take the haptic out of the eye but left the iol implanted. A vitreoretinal surgeon will explant the iol in a secondary procedure and implant an artisan lens onto the iris instead. The procedure was delayed by about 10 minutes. Sutures were used for safety, incision was not enlarged and a vitrectomy was performed. No additional information was provided.